Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. On (B)(6) 2009 the patient was implanted with an ams sparc mesh. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures and continues to experience leg and pelvic pain, difficulty urinating, and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh implanted. The patient experience extrusion, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel/neuromuscular problems. It was reported that the patient underwent mesh revision/explant on (B)(6) 2009. The patient underwent placement of surgisis biodesign urethral sling (cook medical) on (B)(6) 2010. (B)(4) ¿ undefined recurrence; urinary/bowel/neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01640. The same patient is represented in each medwatch.